Event description:
The lead was implanted on (B)(6) 2008 and explanted on (B)(6) 2013. The lead was explanted due to the lead dislodged. The procedure took place at community medical center. The physician was dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).